Event description:
It was reported that during a 1st diagonal coronary artery stenting procedure, while just starting to advance the balloon dilatation catheter into the guiding catheter, too long of a length was taken and the balloon dilatation catheter kinked outside of the body. It was decided not to use the device and during removal, the catheter broke, outside of the anatomy, into two pieces at the location of the kink. The device was easily removed. The procedure was completed with another similar device. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported kink/separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.